Event description:
It was reported that the mag 1 mode of operation on the 9600+ sys exceeds 4% of sid. The sys continued to be used. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Performed a beam alignment, adjusted collimator hardware, completed camera alignment and focus adjustment. The sys was tested and found to be working as intended and put back into svc.